Event description:
It was reported that two minutes after the iab was connected to the pump, the pump began experiencing helium leak alarms. Troubling shooting did not resolve the alarms. Ten hours after the insertion the iab was removed without any patient complications.